Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the scope socket was worn, causing the scope to have intermittent connection.

Event description:
A user facility reported to olympus that the clv-s190 visera elite xenon light source scope connector would not hold the scope when connection was attempted and the connection was not tight. The event occurred before the procedure. The procedure was diagnostic. There was a delay in the procedure but the patient was not under general anesthesia at the time of the delay. There was no medical intervention, patient injury or harm as a result of this event. The procedure was completed with the same device. No other device were replaced during the event.